Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. In addition a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the multiple, intermittent occlusion alarms occurred. Customer's blood glucose levels ranged from 91 (mg/dl) to 220 (mg/dl). Reportedly, the customer addressed the issue by resuming insulin delivery.